Event description:
It was reported the patient was enrolled in the (B)(4) study (trans-septal lv lead) and implanted with 3830-98 select secure lead in lv. After implant the patient had a prolonged hospitalization and was asymptomatic after developing a pneumothorax on the left side. Also reported was at the time of implant the right ventricular (rv) lead was repositioned due to moderately high thresholds. Both leads remain in use and are functioning properly. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.